Manufacturer narrative:
Plant investigation: the complaint sample was not available and the lot number of product involved is unknown. Therefore a search on sap system was performed of the lots delivered to the facility, with a time frame of three months before of the event date from (B)(6) 2018 thru (B)(6) 2018; however, no information was found from the cassette device products. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this customer regarding to the cassette device or other product. No DHR review was performed since the lot number is unknown and no information was found on the sap system from this customer related to the cassette device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.